Event description:
Potential for injury associated with a tdxsiv-hd power chair joystick that causes the chair to surge. This could cause the device to have erratic movement and could cause injury to the user and bystanders.